Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. There were deformed anti-friction nylon pads on I-beam. Damage to the cutting edge of the knife blade was observed. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws does not open, the knife blade was difficult to retract and the instrument was locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during colectomy, upon insertion of the port closure, when using the cartridge, the surgeon was able to fire to the end, but the jaws could not be opened. There was difficulty retracting the knife and was unable to remove the jaws from the tissue, so the user removed the reload from the adapter and opened the jaw using a manual adapter tool. It was also reported that the display was frozen, but it recovered when it was restarted. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6).); sigpshell, sig power sigpshell control shell (lot#n4a2011y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.